Manufacturer narrative:
The insulin pump had operating currents in specification and no unexpected battery out limit alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported that the insulin pump returned a button error alarm after being exposed to water. Customer reported that none of the buttons on the keypad could be pressed, then a battery out limit was returned. Customer reported that condensation was visible under the display screen. Blood glucose level was 159 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).